Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and an insulation breach. It was noted that the patient experienced presyncope, bradycardia and long pauses. The rv lead was inactivated and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.